Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was unknown. On an unreported date, the patient was treated with vancomycin (2 grams per five days, route not reported) and gentamycin (20 milligrams per day, route reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was unknown. Additional information is not available.